Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the needle was occluded. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web. No other information could be obtained from the photo. A device history record review was completed for provided material number 305916, lot number 1333401. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1333401 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: when the safetyglide needle was attached to a vaccination nothing would release, but when removed and replaced by another needle they were able to administer. Something causing occlusion of the needle.